Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease fold, fluids, delamination, wear abrasion. Leak test was performed and found delamination of the diaphragm valve . A microscopic analysis was performed which identify delamination. Based on the device analysis the final assessment is: delamination 100% of the diaphragm valve assessed as adhesive failure.

Event description:
Healthcare professional reported right-side "deflation" and "hole in valve". Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right-side "deflation" and "hole in valve". Device has been explanted.